Event description:
It was reported that a patient underwent a pelvic floor repair procedure on an unspecified date. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 in order to treat stress urinary incontinence and a cystocele and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that following insertion the patient experienced pain, erosion, urinary problems, bowel problems, bleeding, dyspareunia and vaginal scarring. It was reported that the patient experienced mesh erosion and rectal incontinence. It was reported that the patient has undergone multiple surgeries and revisionary procedures. The patient underwent mesh revision on (B)(6) 2011. No additional information was provided. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00428. The same patient is represented in each medwatch.

Manufacturer narrative:
It has been reported that following insertion the patient experienced urinary frequency and urinary tract infection. It was reported that the patient underwent cystoscopy with hydro distention, removal of anterior vaginal wall mesh, vestibulectomy with vaginal wall advancement on (B)(6) 2013 by (B)(6) due to dyspareunia, vestibulitis and interstitial cystitis. (B)(4).

Event description:
Details: it has been reported that following insertion the patient experienced urinary frequency and urinary tract infection. It was reported that the patient underwent cystoscopy with hydro distention, removal of anterior vaginal wall mesh, vestibulectomy with vaginal wall advancement on (B)(6) 2013 by (B)(6) due to dyspareunia, vestibulitis and interstitial cystitis.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00428. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrence, infections, dyspareunia and depression. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
Follow-up 03 was sent as an error. Additional information in follow-up 03 will be sent on file 2210968-2013-22405. It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 in order to treat stress urinary incontinence and a cystocele and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that following insertion the patient experienced pain, erosion, urinary problems, bowel problems, bleeding, dyspareunia and vaginal scarring. It was reported that the patient experienced mesh erosion and rectal incontinence. It was reported that the patient has undergone multiple surgeries and revisionary procedures. The patient underwent mesh revision on (B)(6) 2011. No additional information was provided. (B)(4).